Event description:
It was reported that the patient underwent an anterior discectomy decompression and remobilization l4-l5, anterior spinal fusion with peek cage and rhbmp-2/acs; a posterior l4 laminectomy and bilateral medial facetectomy, and a posterior spinal fusion with revere instrumentation, local bone graft and rhbmp-2/acs. At an unspecified time post-op, the patient developed ectopic bone growth, acute right l4-l5 radiculopathy, severe pain in back radiating to right leg and numbness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: l4-l5 anterior retroperitoneal exposure; for pre-op and post-op diagnosis of: need for anterior retroperitoneal exposure, back pain. No complications were reported. On (B)(6) 2011, patient underwent following procedure: anterior discectomy decompression and remobilization l4-l5, anterior spinal fusion with peek cage and rhbmp-2/acs, posterior l4 laminectomy and bilateral medial facetectomy, posterior spinal fusion with revere instrumentation, local bone graft and rhbmp-2/acs; for pre-op and post-op diagnosis of: isthmic spondylolisthesis l4-l5, degenerative disc disease lumbar instability, l4-l5. As perop notes: ".. A 15-blade on long handle followed by multiple curettes and rongeurs was used to produce complete discectomy and gradually remobilize the collapsed disc to accept a 9 mm trial peek cage. This was seen to be a good fit that the endplates were curettage and the 9 mm peek cage with rhbmp-2/acs centrally was then placed. Fixation screw was used in the body of l4 to prevent migration.. X-rays demonstrated excellent position of the screws. Revere rods were then utilized to connect the screws and local bone graft and rhbmp-2/acs was used to perform a facet fusion and bilateral lateral fusion at l4-l5¿ "

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.